Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the keypad was found to be intact; no damage was found. During testing, the down arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the bumper pad. The returned battery cap was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.